Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary interventional procedure, a balloon rupture occurred. The lesion was located in the left anterior descending (lad) artery. The tortuosity of the vessel is unk. The calcification and degree of stenosis of the lesion are unk. The maverick monorail 20mmx2.0mm balloon was ruptured at 11 atm. The number of inflations and the time per inflation are unk. No pt injuries or complications were reported. The pt's status is reported as "good". Attempts to obtain additional info were unsuccessful.